Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that the concentrated carbon dioxide (co2_c) calibration was failing due to a reagent baseline (rbl) error. The customer stated that the quality controls (qc) recovered within acceptable ranges on the day of the event. The customer replaced the external water tank, which resolved the issue. The cause of the discordant, falsely elevated carbon dioxide (co2) results was potentially due to the external water system. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Elevated concentrated carbon dioxide (co2_c) patient results were obtained on eight patient samples on the advia 1800 instrument. The customer did not provide the repeat results for these patient samples and the correct co2_c results for these patients are unknown. There is no known reports of patient intervention or adverse health consequences due to the elevated co2_c results.